Event description:
It was reported that during production, a 100% visual inspection identified one cassette containing a particle. During a subsequent 100% visual re-inspection, an additional particle was found. The reporter stated that the staff described the particles as ¿white, round, and opaque.¿ the possible lot numbers associated with this event are 6126018, 6101910, and 6101905. There was no patient involvement.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. A customer-provided video was attached to the complaint. Review of the video confirmed the reported issue, as a particle was observed in the fluid path. The root cause could not be established based on the video. If the product is returned the manufacturer will re-open the complaint for further device evaluation and root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the potential lot numbers.